Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe. ¿ rupture: not observed. As per the investigation procedure creases and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade IV, pain, and sonographic imaging report suggestion of free silicone abutting patient right breast implant. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported, a right side capsular contracture, baker grade IV. Pain and sonographic imaging report suggestion of free silicone abutting patient right breast implant. Device has been explanted and replaced.